Event description:
Patient revised for loose tibial tray at cement/implant mantle. Depuy cement used.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. The retained cement samples were conditioned and tested at an ambient temperature of 23 deg c. All handling and mechanical strength results were reviewed and they are all within specification. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.